Event description:
It was reported that the keypad on a pump was inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation identified a malfunction in which the selection of any key (other than on/off, #5, #7, and #8) will result in an input of 6. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.